Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: the procedure was completed with the use of the navigation system.

Manufacturer narrative:
Correction: report source updated to reflect that reported issue occurred in (B)(6).

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. On (B)(6) 2017 a medtronic representative went to the site to perform a system checkout. Representative was unable to replicate the issue. Verified that there were 153 exams in patient database, deleted the data and only left the demo exams. After clearing the patient database a system checkout was performed. System passed all testings and is working normally. The logs for the navigation system were reviewed by medtronic personnel. Evaluation of the logs did not provide any insight regarding the root cause of the reported issue. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a cranial resection procedure, navigation system became unresponsive. Rebooting the system resolved the issue but the reboot took long time than usual. The surgery was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.